Event description:
According to the reporter, after a procedure, the video was reviewed and it was noticed that all of the video was not get recorded. The patient had ingested the capsule and was discharged from hospital without complication. The following day, an x-ray was performed to verify that the capsule was moving along the gastrointestinal (gi) tract; it was unclear if the capsule had reached the cecum. While viewing study, the capsule remained in the stomach while transmitting the video. The x-ray confirmed that the capsule did not exit the stomach and had traveled to the distal small bowel. The physician suggested that the patient undergo a second x-ray, however the patient refused. The patient confirmed to have bowel movements, but had not seen the capsule. Intervention is not considered to retrieve the capsule. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to report a short sb3 video. The patient ingested the capsule and was discharged from hospital without complication. An x-ray was performed to verify that the capsule was moving along the gastrointestinal tract (gi), as it was unclear if the capsule reached the cecum. While viewing study, the capsule did not travel out of the stomach while transmitting the video. The x-ray showed the capsule did not exit the stomach and had traveled to the distal small bowel. A second x-ray was to be taken but the patient refused. Patient reported they were having bowel movements but has not seen the capsule. Patient felt . There was no surgical intervention needed to retrieve the capsule and patient has a follow-up appointment with the gi doctor in 2 weeks.